Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is slightly bent from being placed incorrectly in the lens case for return. A crack is observed on the outer edge of the optic. Deep scrape marks are observed on the posterior surface near the edge. A scratch is also observed on the posterior surface near the edge. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a viscoelastic that is not qualified to be used with an approved cartridge and handpiece combination. Information has not been provided regarding the cartridge or handpiece. It is unknown if qualified products were used. Lens damage was observed. All lenses are 100percentage inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if qualified products were used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use (IFU) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than halfway inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, the lens was scratched. The surgery was completed with backup lens. There was no patient impact. Additional information has been received that there was no patient contact and it was noticed before the surgery.